Event description:
The edwards sapien 3 transcatheter heart valve system was delivered via the left-side groin. Upon deployment of the valve the c-arm, of the siemens healthcare gmbh artis zeego, blanked out and there was no image, therefore it was a blind deployment. Once image was able to be seen the valve had migrated to the descending thoracic aorta. During valve deployment, the fluoroscopy monitor went dark in the middle of valve deployment (10 seconds); therefore, exact positioning of the valve was unclear during mid-to-late deployment. By the monitor image returned, the valve had clearly migrated above the native aortic valve and was beyond the point of recovery and had to be deployed. Once image was able to be seen, the edwards sapien 3 transcatheter heart valve had migrated to the descending thoracic aorta. Unfortunately, root angiography at this point showed evidence of an descending aortic dissection.